Event description:
Reportedly, the pt was admitted in hospital on (B)(6) 2012 because his conditions got worse related pacemaker-dependency and heart failure. On (B)(6) 2012, the pt passed away at 08:30. The external defibrillation shocks that were delivered were ineffective. An explanation is required whether there was a vf not treated by the device.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.